Event description:
It was reported to nova biomedical, that a consumer received a result of 304 mg/dl on their blood glucose meter. The consumer immediately tested two more times using the same meter and test strips getting results of 190 mg/dl and 133 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for evaluation, the consumer discarded them.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.